Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that the display label was damaged. An outdated printed circuit board (pcb) was also found. No action will be taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
The device was returned due to the overheat light continually coming on. The results of the investigation found that the display label was damaged. There was no patient involvement.